Event description:
Ventilator on pt when therapist noticed that auto peep was reading from 1 to 10cm h2o. No peep was set. Exhalation filters checked & were clear of h2o. Ventilator removed from pt. Contacted MFR rep for technical support. Advised to calibrate to peep, unit continues to read "without" when set at o. Adjusted accumulator, clipped & pinched tubing after .001. Check valve unit continues to read 3 at zero. Checked svi, found leaking.